Manufacturer narrative:
Device was used for treatment, not diagnosis. Yun, et. Al. (2017) use of a zero-profile device for contiguous 2-level anterior cervical diskectomy and fusion: comparison with cage with plate construct. World neurosurgery, 97, 189-198. This report is for unknown screw/unknown lot/unknown quantity. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article, yun, et. Al. (2017) use of a zero-profile device for contiguous 2-level anterior cervical diskectomy and fusion: comparison with cage with plate construct. World neurosurgery, 97, 189-198. The authors conducted a retrospective study from december 2006 to february 2015 to compare synthes zero-p and competitor anterior cervical cage with plate construct (cp) devices for the treatment of contiguous 2-level anterior cervical diskectomy and fusion (acdf). The zero p group included 31 cases (22 male / 9 female with average age 53.29 years); the cp group included 32 cases (29 males / 3 female with average age 54.18 years). Clinical and radiological assessment (plain radiograph, computed tomography, and magnetic resonance imaging studies) were performed. Average monthly follow-up for zero-p was 12.77 and cp was 13.62. Zero-p group results included: dysphagia (one); bone fusion not achieved (nine); no bony trabecular (seven); subsidence (12); halo (three) and screw loosening (one). This report is 2 of 2 for (B)(4). This report is for the reportable malfunction of screw loosening in one case. A copy of the literature article is being submitted with the medwatch.